Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 260 mg/dl and ketones were moderate. Infusion set cannula was kinked. Customer went to the emergency room for diabetic ketoacidosis (dka). After a couple of hours, customer was to be admitted to the hospital soon. Customer disconnected call with tandem technical support (cts). Although multiple attempts were made to contact customer to confirm hospitalization and ER treatment, customer did not reply. The type of infusion set was not reported.